Event description:
It was reported that externalized conductors were observed via fluoroscopy during system extraction due to infection. The lead was explanted. No further issues were reported.

Manufacturer narrative:
A partial lead with the lead tip measuring 51.1cm was returned for analysis. External insulation abrasion was noted at 11.0-11.6cm, 13.7-13.9cm, 15.2-16.0cm, and 34.8-35.7cm from the electrode tip, consistent with lead friction to another device. External insulation abrasion was noted at 41.7-42.0cm from the electrode tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 7.6-9.9cm from the electrode tip. The etfe coating was intact at these locations.